Manufacturer narrative:
Product ID 3093-28, lot# j0537760v, implanted: 2005 (B)(6); product type lead product ID 3031a, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2005 (B)(6); product type extension. (B)(4).

Event description:
It was reported patient decided to remove their system due to back problems. Patient wanted to know if she could do MRI. Additional information indicated that patient had explanted date scheduled for (B)(6) 2014 for the whole system. It was reported about a month ago or so patient has been having problems with her back and hip and was not sure if it had anything to do with implant but it was all on the same side. The healthcare provider was hoping to get the wire out too for MRI. A follow-up report will be sent if additional information becomes available.